Manufacturer narrative:
H10: the actual devices were not available. However, photographs of the actual samples were provided for evaluation. Visual inspection of the photographs observed, detached protectors. The reported condition was verified on the actual samples. The cause of the condition could not be determined. Additionally, twelve (12) retention samples were evaluated. Visual inspection of the retention samples did not identify any abnormalities, that could have contributed to the reported condition. The samples were intact and complied to specifications. The reported condition was not verified on the retention samples. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes had a detached pull ring inside the primary packaging. This was noticed before use of the cassettes for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.